Event description:
It was reported that an asymptomatic patient was presented via a remote transmission and the atrial lead exhibited noise. The patient was seen in clinic on (B)(4)2014 and isometrics could not reproduce the noise. A chest x-ray revealed no anomalies. The device was reprogrammed and the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.